Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 16.7cm was returned for analysis. External insulation abrasion was noted at 14.7-14.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.(B)(4).